Manufacturer narrative:
The device remains in the patient; therefore, product testing on the device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
As identified through social media monitoring a patient reported that they lost vision following implantation of a trabecular micro-bypass stent in the left eye. The patient reported that the procedure ¿did not work¿ and alleged that she is currently ¿legally blind¿.